Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8400obe oval burr (no batch identifier present) was received for investigation. 30.8mm of the outer tube hood had broken off from the outer tube, and 32.3mm of the burr cutting head had broken off of the inner tube. Both fragments were examined under magnification, where surface damage (cuts, gouges, etc.) Was noted to both pieces. The breakage points at the distal ends of both the inner and outer tubes were examined, and noted to be cut relatively cleanly. The shafts of both tubes were not noted to be bent. Material analysis identified that the ar-8400obe met all as-received specifications. The observed condition is most likely the result of interference between the ar-8400obe and other instrumentation used during the procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the burr, ar-8400obe, was being used in arthroscopic knee surgery. During use on the femur, metal powder was generated from the product and fell into the patient's body. It is unknown whether the metal powder was removed from the patient's body. The surgery was completed with a new product of the same part number.